Event description:
A report was received that a patient was unable to establish communication between his ipg and external device. During a lead revision procedure, the decision was made to replace the ipg. The patient is reportedly doing well after the revision surgery.